Manufacturer narrative:
(B)(4).

Event description:
A catheter revision was reported; the reserved catheter was returned. It was noted that the pump had compounded poly-pharmacy. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned segment of the catheter revealed a dark residue occlusion in dispensing holes.

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc, serial# unk, implanted: unk, explanted: unk. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee; process improvement plan and training are in place.